Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was opened to be used during a lithotripsy procedure performed on (B)(6) 2023. During preparation, it was found that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.